Event description:
Surgeon was placing a 12mm cage, the cage was turned too far and stripped. He then wanted to ream deeper into the disk space with a 10mm reamer in a 12mm drill tube. The adjustment pin sheared and the reamer disengaged and reamed too far, causing bleeding and a dural tear. Surgeon reoperated in 2001 to repair the dura and manage hematoma. Pt's current status: left leg partially paralyzed. Surgeon believes pt's function will return.